Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pateint underwent a revision surgery to remove and replace two broken screws, 2 broken rods, as well as 8 set screws that had no reported failure. During this revision, it was also reported that 2 of the new set screws had become cross threaded in the tulip of the pedicle screw.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.